Event description:
The customer reported that the provue probe is dripping. No error messages were posted. No erroneous results were posted.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and replaced the probe and o rings on the waste bottle. All diagnostic protocol tests have passed without issue. All qc have passed without issue. Repairs have returned this instrument to expected operation. (B)(4).